Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients lead had migrated and developed an infection at the midline incision site. It was noted the incision appeared to had a puss coming out so the physician irrigated and cleaned the affected area the closed it, and placed patient with antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads were not returned.